Manufacturer narrative:
The service rep removed tube and cleaned out cathode tube well. Remounted tube and installed new insulating compound on ht cables. Made several test shots at varying techniques. System operating as intended.

Event description:
The customer reported, hearing a pop and image quality was grainy. On the next exposure, everything was back to normal. No harm to pt and case continued uneventful.